Event description:
It was reported that capd disconnect y set had a deformed luer connecter that caused a leak at the junction of the y set and the transfer set. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h12a19079 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The actual device was not available for evaluation; however fourteen unused companion devices were received. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.